Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
A consumer reported via a manufacturer representative (rep) that they tripped on cement and fell on all fours on 2016-oct-15. The patient&#38112;stimulation coverage changed and seemed to be lower in coverage. The patient used to have coverage of the low back, buttocks, and right thigh. Since the fall, they only had coverage of the thigh and down the right lower leg. The rep met with the patient for reprogramming on 2016-oct-24 and got no better coverage. An x-ray showed the leads moved down one vertebral body. A lead revision was scheduled for 2016-nov-11. The device was indicated for non-malignant pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.